Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in recurrent peritonitis. The breach was further described as touch contamination. The patient began treatment for the peritonitis with vancomycin (doses, frequencies, and routes were not reported). It was reported that the treatment with vancomycin continued at home for a total of fourteen days. Five days after being diagnosed with the peritonitis, the patient was discharged from the hospital. Patient outcome was recovered. It was not reported if the patient or their caregiver was retrained on proper technique. No additional information is available.